Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple cs (B)(4) call service alarms on the event date. The pump rewind, load, and prime steps could not be completed, nor could the pump be exercised for 24 hours due to a duplicated cs (B)(4) alarm. The pump case was removed, and testing revealed an internal motor defect.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that they were receiving a call service alarm when they attempted to prime the pump. The reporter stated that they were unable to clear the alarm by replacing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.